Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the adjustable pin collet disassembled. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the adjustable pin collet disassembled. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
Upon visual inspection, the control knob and all of its components were found to be missing from the device. The device was discarded by the manufacturer.